Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the arcticsun device was insufficiently cooling. The patient temperature was 36.3c and the target temperature was 36c. The water temperature was 23c and the flow rate was 1.9lpm. Mss advised the nurse to set the device to manual mode at 4 degrees, after 30 minutes the nurse noted that the device remained in the 25c range the entire time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was insufficiently cooling. The patient temperature was 36.3c and the target temperature was 36c. The water temperature was 23c and the flow rate was 1.9lpm. Mss advised the nurse to set the device to manual mode at 4 degrees, after 30 minutes the nurse noted that the device remained in the 25c range the entire time.